Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation following a fall on her side. She use to recharge every 2 weeks and now she has to recharge every week. The patient spent 2 days recharging her neurostimulator but she was still unable to use stimulation. The patient's device was being recharged with the recharger and 8 coupling bars displayed. An icon showed that the neurostimulator's battery was charging to full but it was unable to communicate with the patient programmer, with or without the antenna. The physician programmer indicated that the neurostimulator was discharged. The patient was in fair condition at the clinic. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)